Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's time was inaccurate. The customer did not know why the time was incorrect. Blood glucose was 519 mg/dl and was treated with a manual insulin injection. Tandem technical support assisted the customer with editing the time setting.